Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are consistently cutting their mouth. They had to place wax on the aligners because they cut underneath their tongue from the side of the aligners. Advised patient to try filing the rough edges and submit a photo of the aligners. Photo depicts that stls are poor, this is likely why the aligners are cutting the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.